Manufacturer narrative:
(B)(4). A lot history record review was completed for lot 25117409 the only lot shipped to the account prior to the event date. There was no nonconformance recorded in the lot history

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. The hospital did not report any patient effects.

Manufacturer narrative:
Feb. 24, 2016 03:24 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned. The hospital did not report any patient effects.